Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to be charged using multiple power adapters and usb cables. Customer's blood glucose was in the 300 mg/dl range. Customer reverted to using manual injections for insulin therapy.